Manufacturer narrative:
Citation: authors: sandoval et al.. Learning curve of robotic mitral repair: prospective two-centre study of proficiency and clinical outcomes. European journal of cardio-thoracic surgery 66(6) 2024. 10.1093/ejcts/ezae426 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the learning curve of robotic mitral repair: prospective two-centre study of proficiency and clinical outcomes. The study population included 124 patients with a mean age of 61 years who were predominantly male. Multiple manufacturer¿s devices were implanted in the study population; therefore it is unknown exactly how many patients were implanted with a medtronic simulus annuloplasty band.  Among all simulus annuloplasty band patients adverse events included: concomitant ablation procedures, blood transfusion, re-exploration for bleeding, conversion to full sternotomy, postoperative atrial fibrillation, extended hospital stay, reintervention and mild or mild-moderate mitral regurgitation.  No further information was provided pertaining to medtronic products.